Event description:
It was reported that a remote transmission showed atrial lead low out of range pacing impedance. The following month, the pacing impedance was high out of range and remained high. X-ray noted fracture. The atrial lead was explanted and replaced. The patient was stable, and no adverse events occurred.

Manufacturer narrative:
The reported event of low impedance was not confirmed, while the reported event of high lead impedance and lead fracture was confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any internal shorts; however, an indication of conductor fractures was noted. X-ray inspection of the lead revealed the inner coil broken/separated. Scanning electron microscope (sem) analysis confirmed the inner coil was fractured, consistent with fatigue fracture in the middle region of the lead. Lead impedance was not performed due to destructive analysis. All other damages are consistent with procedural damage.